Event description:
It was reported via repair work order that there was no power to bed due to damaged power cord plug and prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to bed due to damaged power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that there was no power to bed due to damaged power cord plug and prongs.